Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated, and no failure modes were observed on the sensor plug assembly during visual inspection. The sensor was activated with a known good reader to perform a linearity test and the linearity test successfully activated the low glucose alarm. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported missing the low glucose alarm while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced symptoms described as "sweat outbursts, jaws pinched", and a seizure and was unable to treat themselves. Emergency services arrived at the customer¿s home and provided an injection of glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported missing the low glucose alarm while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced symptoms described as "sweat outbursts, jaws pinched", and a seizure and was unable to treat themselves. Emergency services arrived at the customer¿s home and provided an injection of glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.